Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/8/17 phone call, 6/9/17 phone call, 6/9/17 email.

Event description:
The hospital reported the pressure was over delivering during a case and required the removal of the manual bag to release the pressure. There was no report of patient injury.